Manufacturer narrative:
It was indicated that the device will not be returned for evaluation (disposed at facility). If additional information received, a supplemental report will be filed. This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. Good faith efforts to obtain additional information are in progress. If additional information received, a supplemental report will be filed.

Event description:
It was reported that during a procedure, a versacross connect laac was selected for use. It was reported that the device coating peeled off when crossing it through. The procedure was completed using another of same device. No patient complications reported.